Event description:
Patient reported for right side "diagnosis of alcl", "severe inflammation of lymph nodes", "itching", "rashes", "tingling skin", "fluid", "concern with the product", "fear of cancer recurrence", "emotional distress", "pain and suffering". Also reported "hair loss", "open skin sores" which are not related to the device. Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, total mastectomy, chemotherapy, radiation, stem cell transplants.

Manufacturer narrative:
(B)(4). The events of lymphoma-alcl-suspected, seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, seroma and lymphadenopathy.